Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. Blood glucose levels at the time 300mg/dl. Customer delivered a bolus to bring down his blood glucose levels. Customer reported that he lost his insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.